Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient was using a competitors device and wanted to switch to bsn device.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.